Event description:
A report was received from the study indicating that approx 18 months post rapamycin stent implant, the pt experienced angina pectoris and 50 percent restenosis between the two implanted stents was confirmed on coronary arteriography. The pt was discharged four days later on the following treatment: zocor 40mgx1, femmono r 60mg x 1, plavix 75mg x 1, norvasc 5mg x 1, pantoloc 40mg x 1, hexalid 2mg x 1 and selozok 50mg x 2.

Manufacturer narrative:
Please note: the device involved in this complaint is distributed outside the united states. However, it is similar to the united states product cypher sirolimus-eluting coronary stent. This report is applicable to two products with the same catalog and lot number which were implanted to treat the same lesion. This pt was randomized to the clinical study in 2001. The indication for the index procedure is unk. At index procedure the pt was implanted with two 3.0x18mm rapamycin clinical stents in the mid right coronary artery. The stents were implanted overlapping each other. The reference diameter for the target lesion was 3.0mm. Pre-procedure stenosis was 90 percent. Lesion length was 27mm and calcification was described as mild with moderate tortuosity. Worst timi was iii. The pt was discharged the following day on 75mg of plavix. Any additional info will be submitted within 30 days of receipt.